Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), a 155 cm. Saber 4 mm. X 10 cm. Balloon catheter (bc) was used for pre-dilation and ruptured at approximately five atmospheres (5 atm.). The product was removed and replaced with a non-cordis product to complete the procedure successfully. There was no reported patient injury. The lesion was the iliac artery. The lesion was reported to be severely calcified.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a 4x100mm 155 cm saber rx balloon catheter (bc) was used for pre-dilation and ruptured at approximately five atmospheres (5 atm.). The product was removed and replaced with a non-cordis product to complete the procedure successfully. There was no reported patient injury. The lesion was the iliac artery. The lesion was reported to be: severely calcified. The device was not returned for analysis. A device history record (DHR) review of lot 17622811 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified) and procedural/handling may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.